Manufacturer narrative:
Complaint # (B)(4). Opened: all investigations done at this time confirmed these batches of arcad were produced and controlled conform to novastep specifications. Device not explanted.

Event description:
During a sales rep visit on (B)(6) 2016 it was reported to novastep sales rep. That during the last 12 month 3 cases have conducted to arcad 18 compressive staple breakage. This the same surgeon for these 3 cases. First case : arcad 18-14-16 compressive staple was detected as broken by the surgeon during the analysis of xray performed during a patient follow up visit. The surgeon expects that the use of only two arcad 18 staples to proceed mtp arthrodesis to be too weak. Assembly should have been done using bigger staples or additional devices associated with two arcad 18 compressive staples. The 2 others cases have been reported in report 3010673777-2016-00002, 3010673777-2016-00003.